Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the rca had four different lesions and it was heavily calcified. Pre-dilatation was performed. After implanting three promus stents in the rca, an attempt was made to place the 3.0 x 15 mm promus stent delivery system (sds) in the ostium of the rca, but it would not cross. Several attempts to force the device across were unsuccessful and when the sds was removed from the patient, the stent was observed to be missing. A snare device was used to retrieve the dislodged stent from a chunk of calcium in the ostium of the rca. A 2.75 x 18 mm promus was implanted in the ostium (replacing the stent that had come off the delivery balloon). No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.